Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) with a monitoring voltage of 2.67v and a charge time of 25.6 seconds. There is a concern that the battery depleted earlier than expected. The patient is paced 15% in both chambers.